Event description:
It was reported that the device suddenly posted an alarm during use and performed a restart but came back to standby afterwards in a non-functional state. As per report the device was replaced; no consequences for the patient have occurred.

Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into examination of the device and potential repair measures. Upon request for further information, it was responded that no additional details can be provided. This allows only a general assessment of the case and no case-specific evaluation. The device has a supervisor function and monitors all running sw processes and aspects of essential performance and basic safety. If a deviation will be detected the device posts a corresponding alarm; a reboot may be triggered to remove the error condition. During the reboot sequence the device opens the breathing system to ambient to allow spontaneous breathing of the patient. Depending on the nature of the fault the reboot may or may not be successful to restore function. Without access to the device, possibility to evaluate the log file or at least a clear description of the alarm message it is impossible to conclude which condition has triggered the reboot. It can be concluded that the device responded as designed upon a deviation with unknown origin - a reboot was initiated to remedy the issue and the user was alerted to this condition by means of a corresponding alarm. The event is not necessarily related to technical issues with the device itself - for example, an electrostatic discharge of the user during interaction with the device or other electromagnetic disturbance exceeding the immunity barriers of the device must also be taken into consideration as the root cause. All alarms, potential root causes and dedicated remedies are listed in the IFU. It is recommended to have the device checked by trained personnel. H3 other text : device not available for evaluation.